Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a cardiac arrhythmia diagnosis procedure was performed when the incident happened. The procedure was delayed, and it completed by erase old patient's data. The philips field service engineer (fse) analyzed the system onsite and confirmed that fluro storage not possible due to an image disk problem. Upon some functional test fse found low space detected and need to recreate the ippc disk. Fse erase old patients to get space in the hdd. After erase the data and recreate the image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk was full, which would prevent imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.